Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the bowel using a purple stapler during a laparoscopic anterior bowel resection, the surgeon was able to press the green button but was unable to squeeze the handle and the device would not fire. The stapler handle was used twice, then made a cracking noise on the 3rd reload then would not fire. A second stapler handle was opened, used again twice, then on the 3rd one, cracked and would not fire. A third stapler was used to complete the case. There was no patient injury.